Event description:
It was reported that the left ventricular lead dislodged and exhibited high threshold. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal lead characteristics.